Event description:
Philips received a complaint on the v200 ventilator indicating that there was a malfunction of the o2 button. The device was reported to be in use at the time of the reported problem. No patient or user harm reported. The customer stated that the o2 button was malfunctioning and unable to adjust the oxygen concentration. The customer immediately replaced the ventilator with another. The patients condition was found to be normal following the ventilator swap. The customer equipment department was then contacted for repairs. In a good faith effort (gfe) response from the authorized service provider (asp), it was stated that the device diagnostic report (drpt) was not available to be provided. The patient information from the time of the event was asked but unknown (asku). No service was completed on the device because replacement parts would need to be ordered, so the customer decided to scrap the device. No further service was completed by philips regarding the alleged device issue. An additional gfe was unsuccessful in trying to get the serial number of the v200 which experienced the issue, with the asp stating that the customer alleged the "the nameplate of the machine is severely worn and no longer legible, and the serial number cannot be provided." The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.